Event description:
It is reported that customer recieved botton error alarm. Customers blood glucose level is 246mg/dl. Insulin pump is being replaced. No additional information was provided.

Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. Cracked case at display window corner and severely scratched lcd window noted.